Manufacturer narrative:
On 12/17/96, dsi requested that product be returned for evaluation. As of 4/16/97 return product has not been received. Lot 1j516b expired on 4/1/97. No further investigation is possible.

Event description:
The pt, a type ii diabetic on oral medication, reported lower blood glucose readings with test strips, lot 1j516b. Some time within the last few months, the pt opened the first bottle from the box and the test strips performed accurately (readings in the 120 mg/dl range). Some time this week, the pt opened the second bottle of test strips from the same box and performed a side by side blood glucose comparison using another brand (lot 648743a, code 12,exp. 8/98) and test strips. She obtained results of 156 and 107 mg/dl respectively. With the rep, the pt performed a side by side blood glucose comparison using the other brand test strips. She obtained results of 156 and 107 mg/dl resepectively. The desiccant is in the test strips bottle. The pt's meter was set to the appropriate code when all tests were performed. Also with the rep, the pt obtained a normal control solution test result of 153 mg/dl versus a normal control solution range of 117 to 175 mg/dl. Woth the rep, the pt obtained a check strip test result of 88 versus a check strip range of 75-101.